Manufacturer narrative:
Other text: returned device was received in decent physical condition. The latch handle is floppy. No evidence of reported problem in event log was found. During the evaluation of the device, the reported inaccuracy was able to be duplicated. The observed test results were found to be within customer specification +/-6.0% but outside internal specifications of +/-3.0%. The expulsor was found to be out of calibration and it was trimmed to bring it closer to nominal specifications.. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Oracle ro 1055899: failed the volume test (21.361).